Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from canada that during an craniotomy surgical procedure, it was discovered that the motor device was over heating and producing smoke. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery.there were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9: the 9. Date device returned to manufacturer has been updated to reflect the correct information. Investigation summary the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failures: heat and foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest on temperature verification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance.